Event description:
The customer returned the device stating, ¿the device had a cracked battery lid¿; during device evaluation it was found the upstream occlusion (uso) seal was buckling. The event occurred preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device had a cracked battery lid" was confirmed with visual inspection and functional testing. Replaced battery door. Further investigation found the upstream occlusion (uso) seal buckling. Replaced uso seal. Performed downstream occlusion (dso)/uso calibration and occlusion tests. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.